Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock due to atrial fibrillation with rapid ventricular response. Programming changes were recommended, but instead medications to treat the atrial fibrillation were prescribed. The patient reported feeling better when seen in clinic after the event.